Manufacturer narrative:
At the time of this report, no lot number or sample has been provided. No information has been received to indicate that the patient developed an infection. After evaluating the manufacturing processes, it was concluded that the non conformance could be related to machine, material or manpower but non of these hypothesis could be confirmed since the customer did not provide samples, pictures or lot number. Machine - the non conformance could be related to incorrect parameters set during the manufacturing process. This could not be confirmed because the DHR could not be reviewed to confirm the parameters used since no lot number was provided. Material - the probe cover and adhesive could be received defective from the supplier causing the non conformance reported by the customer. This could not be confirmed because the incoming inspection report could not be reviewed since no lot number was provided. Manpower - the training records could not be reviewed since the customer did not provide a lot number. It was concluded that the root cause of this event is undetermined and this investigation inconclusive. The manufacturing line was made aware of the non conformance reported by the customer. No further actions are being taken at this time.

Event description:
When using intraoperative prove cover on vascular ultrasound sterile probe cover separated while in use on patient. Surgeon notified and intraoperative bacitracin antibiotic was used for irrigation.